Event description:
(B)(4). I had sexual intercourse with my girlfriend (who has essure) for the first time in quite some time and developed a painful, severe rash afterward in my entire genital region. I have never had this issue before or since (we are not intimate currently because of the problems caused by essure to both of us), and went to several physicians. All other options were ruled out (stds, yeast, etc....). I do have very sensitive skin and allergies, so I believe this is a reaction to nickel. Photographs on medical sites I have seen of nickel skin reactions look nearly identical to my rash.